Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. In a product experience report received on (B)(6) 2018, this lead exhibited undersensing in the right atrium. Since the patient was a child, the heart was unable to obtain sensing and it became flat. The connection was then properly fixed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), japan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).